Event description:
It was reported that navio handpiece would not pass diagnostic, torques read successively at 44, 66, 98, 96. No patient involved. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation which confirmed the reported event. Visual inspection did not find any rips or tears in the cable of the handpiece. The drill guide support was not bent and was stainless steel. There were not bent or damaged pins in the connector. During functional evaluation, handpiece characterization was run on the returned handpiece. It failed the first t1 test and did not complete t2 or t3. Handpiece characterization was run 8 more times. Each time, it only completed t1 and not t2 or t3. Since the t1 values were increasing and decreasing during the 8 tests, this was not an issue with the motor seizing. During these tests, it was found that the snap lock appeared to be getting caught at the top of the lead screw at an angle where the portion on the lead screw was higher than the rest of the lead screw, almost jamming it. When the snap lock reaches the top of the lead screw, it goes too far up and becomes stuck, instead of moving back down the lead screw. The gears were moved manually to free up the snap lock on the lead screw and characterization was run with the snap lock completely retracted, at the bottom of the lead screw 3 times. It resulted in t1 values which all passed, and completed t2 and t3. Therefore, the snaplock needs more shims. The gear on the snaplock was visibly moving during characterization, further confirming the lack of shims. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 267 similar reports and this issue will continue to be monitored. The root cause was found to be expected wear / tear.